Manufacturer narrative:
There is no evidence of a device malfunction. Arterial air alarms at the beginning of rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. The user's guide provides adequate instructions regarding making cartridge connections. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
An arterial air alarm occurred at the start of rinseback after a routine hemodialysis treatment. The alarm could not be resolved by the operator. A partial rinseback was completed, resulting in an estimated blood loss of 140cc. The patient's standard epogen dose was increased. No other medical intervention was required.